Event description:
No additional information on the reported event.

Manufacturer narrative:
Review of pictures provided observed two of the three pins displayed with the end point broken and confirming the reported event. Further, the attached mmi analysis of the provided x-ray pictures, the femur was examined using two spot images, revealing two fractured metallic pin remnants, one larger than the other, both appearing intraosseous. A new device with two pins was also observed on one image. Radiopaque fractured pin fragments were also observed. And confirm the reported event as that there are 2 retained fractured pin fragments within the femur as noted. No log analysis is required as the logs do not contain any information that would help pinpointing the root cause. Device history record (DHR) was reviewed, and no discrepancies were found. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). A4: weight: 103 (unknown if kilograms or pounds). G2: foreign country: mexico. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the fractured pieces remain in the patient and the remainder of the devices were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure using rosa, the first pin for navitrackers is placed in the femur, resulting in part of it being left inside (fractured piece). Radiological control is taken, an attempt is made to extract without success. A second attempt is made where for the second time, part of the pin is fragmented and remains inside, resulting in two fragments left in the patient. The doctor decides to continue with the procedure with rosa by placing both pins to attach navitrackers. There was a 30 (thirty) minute delay, attempting to extract the fragmented parts. Attempts have been made and additional information on the reported event is unavailable at this time.